Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a non-qualified cartridge was used with the suspect device lens model. The indicated handpiece and viscoelastic are qualified with this lens when used with a qualified cartridge. The root cause was most likely related to a failure to follow the IFU. A non-qualified cartridge was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made for more information. Information was provided that the scratch was due to a loading error. The loading error was determined to be most likely the use of the non-qualified cartridge. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported about an intraocular lens (iol) was implanted and removed during the initial procedure due to scratch on the iol from a loading error. There was no patient harm.